Manufacturer narrative:
Based on the current information provided, the root cause of the patient's reported complications, cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted prostatectomy procedure, the patient began to experience a number of postoperative complications. One complication included hypotension which required administration of an IV fluid bolus and blood pressure monitoring. At this time, the root cause of the patient¿s complications is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the complications. Blank MDR fields: the even date is unknown. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported by a clinical research coordinator as part of a clinical study that a (B)(6) male patient underwent a da vinci-assisted prostatectomy and experienced postoperative complications on the same date of the procedure. The complications included decreased urine output, nausea, and decreased oxygen levels (mostly while ambulating). The patient was administered oxygen via nasal cannula and weaned off. In addition, on post-operative day (pod) #1, the patient experienced hypotension, mostly during ambulation and repositioning, and was given an IV fluid bolus and blood pressure monitoring. Additionally, the patient was reported to have a decrease in hemoglobin levels. On pod #2, the patient experienced postoperative scrotal swelling in which scrotal elevation was advised. Intuitive surgical, inc (isi) has reached out to the clinical research coordinator, however, no additional information has been provided.

Manufacturer narrative:
On 28-apr-2022, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the clinical study coordinator reported that the complications associated with this case are expected outcomes of surgery.

Event description:
Refer to h10/h11 for follow-up information.